Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the comb was bent and after disassembly it was noted that the side plates were also damaged. The test mesh and calibration measurement using the customer¿s mesher and ratchet was unable to be performed due to the comb being bent. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, worn bushings, worn side plates, damaged comb and gears. Skin graft mesher, was then tested and functioned properly. The reported event ¿that the device had a bent comb¿ was confirmed since during the initial inspection it was noted that the comb was bent. While during the initial inspection it was noted that the comb was bent, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had bent comb. No adverse events have been reported as a result of the malfunction. During the investigation the comb was found to be not only bent, but also damaged. Thus, making the complaint reportable.